Event description:
The patient reported that the pump dispensed insulin during the load step of a cartridge change on two occasions. There was no reported patient impact as a result of the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step did not detect the cartridge and emitted a "no cartridge detected" warning. The pump was disassembled and the force sensor was found to be out of calibration and corrosion was found in the force sensor assembly.